Event description:
It was reported that an ilet user experienced recurrent restart alerts with code 38 indicating consecutive stalled motor, which persisted despite multiple restarts including while on the charger, and a dry run could not proceed as the device displayed ¿unable to proceed¿ alerts; blood glucose rose to 226 mg/dl and remained above range for an estimated three hours without backup therapy or ketone testing, and there was no medical intervention. Symptoms included hyperglycemia. Outcomes included disruption of insulin delivery and user inconvenience. Investigation included review of device performance history and request for device return for analysis. Investigation of this device revealed a suspected motor stall malfunction within the insulin delivery mechanism consistent with a device mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.